Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support again if any malfunction code reappears.